Event description:
On (B)(6) 2011, the following was received via a user facility medwatch report ((B)(4)): the radiologist was unable to remove the needle from the device and unable to safely complete the biopsy. There was not enough tissue obtained. The patient ((B)(6) female) required an additional biopsy to rule out malignancy. The sample was noted to be available for evaluation. On (B)(6) 2011, the customer ((B)(6)) provided the following additional information: the radiologist had never seen this occur with this device before and other than the patient having to come back on (B)(6) 2011, for a second biopsy, there was no patient impact.

Manufacturer narrative:
(B)(4). An FDA inquiry dated (B)(4) 2011, was received on (B)(4) 2011, regarding the user facility medwatch (report number (B)(4)). Carefusion's response to the inquiry is as follows: one sample was received corresponded to the coaxial needle. Sample analysis was conducted on the coaxial needle (pp 13510). However, the compatible biopsy needle that was used during the procedure was not received; therefore, the sticking failure could not be validated. Root cause of this event could not be determined given that the failure could not be reproduced using the coaxial needle that was received with another compatible biopsy needle sample. The reported failure mode could not be confirmed. An internal manufacturing documentation review was performed and it did not present any manufacturing or material related issues that could result in the reported failure. The coaxial received was analyzed and did not present any issues that could result in the reported failure. However, based on the information provided, the device did not present the sticking failure at the beginning of the procedure, just in the removal of the compatible needle, for this reason it could be considered that the failure is not attributed to the device. The achieve coaxial needle is used to obtain biopsy samples from soft tissues. The coaxial is used to perform multiples biopsies without the need for multiples punctures. Action plan has not been proposed given that the failure could not be confirmed with the sample provided, for this reason root cause could not be determined either.